Manufacturer narrative:
Engineering evaluation results: the device was returned to gore and an engineering evaluation was performed. Engineering confirmed that the leading olive was separated from the leading end of the delivery catheter, which was consistent with event description. The root cause for the leading olive separation appears to be due to a lack of bonding between the leading olive and the delivery catheter. (B)(4).

Event description:
On (B)(6) 2015, the patient underwent endovascular repair of an abdominal aortic aneurysm using a non-gore stent graft. An intra-procedure angiography revealed a proximal type I endoleak, and an additional non-gore stent graft was implanted. However, the endoleak still remained, and a gore® excluder® aaa endoprosthesis aortic extender component (pla360400j/12910783) was further deployed. When a delivery catheter was removed, it was revealed that the leading olive had been separated from the catheter and remained on the guidewire. A snare catheter was used, holding the separated olive and removing it outside from the patient. The procedure was concluded without further adverse events occurring to the patient. It was reported that the patient¿s proximal neck was highly angulated (neck angle=90 degree). It was also reported by the physician that strong resistance was not met when a packaging mandrel was removed or when a delivery catheter was advanced and/or removed. Additionally, there was no specific resistance being met while the delivery catheter was advanced and/or retrieved, nor was there any damage shown on the leading olive and the rest of the delivery catheter, which is caused due to the delivery catheter being caught on something.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.